Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No unexpected bolus not delivered alarm, insulin flow blocked alarms, pump error 63 or audio or vibrate or absence of alarm anomalies noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a vibrate anomaly. Customer stated that they got bolus not delivered while adjusting the audio volume, there was no beeping sound. Customer stated that the insulin pump was not beeping. Advice customer to checked audio options menu, insulin pump was on vibrate option. Assisted customer in setting audio option to audio and vibrate. Advise customer to adjust the audio volume to 1, press save and listen for the beep. Advise customer to adjust the audio volume to 5, press save and listen for the beep. Customer was not able to hear beeps when audio volume setting were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.